Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure the surgeon tried removing the screws, but one screw was not able to be removed. The screw is left in the patient's body and an additional procedure is planned to remove the screw in the future. No additional patient consequences were reported.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. The root cause for the first attempt at screw removal was identified as user error as the wrong kit was ordered. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.